Event description:
It was reported that the patient with this right ventricular (rv) lead experienced palpitation. Patient went to the physician's clinic and was eventually sent to the emergency room (ER). Upon checking, the device and the lead were fine, and so as the chest x-ray. However, the computerized tomography (CT) imaging made the physician feel that this lead might have possibly been a touch slightly through the myocardium. There were no effusion and no chest pain reported. This lead was surgically revised with good results and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.